Event description:
As reported by the (B)(4) study, a patient experienced a myocardial infarct approximately (B)(6) months after the index procedure. At the time of the index procedure, the patient underwent placement of three cypher stents (2.5 x 13 mm, 2.5 x 28 mm and 2.5 x 23 mm) in the proximal right coronary artery due to acute coronary syndrome. There was no residual stenosis and timi iii flow. Then (B)(6) months after the index procedure, the patient experienced an mi. There were no recurrent ischemic symptoms lasting 10 min or more reported, nor new st elevation depression. Cardiac enzymes were not collected nor an EKG done. Angiography was performed, however, results were not provided.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00464, 3003742446-2012-00465 and 3003742446-2012-00466. Complaint conclusion: as reported by the (B)(4) study, a patient experienced a myocardial infarction (B)(6) months after the index procedure. At the time of the index procedure, the patient underwent placement of three cypher stents (2.5 x 13 mm, 2.5 x 28 mm and 2.5 x 23 mm) in the proximal right coronary artery due to acute coronary syndrome. There was no residual stenosis and timi iii flow. Then (B)(6) months after the index procedure, the patient experienced an mi. There were no recurrent ischemic symptoms lasting 10 min or more reported, nor new st elevation depression. Cardiac enzymes were not collected nor an EKG done. Angiography was performed, however, results were not provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15300302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.